Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that this device was explanted due to an infection. At this time, it is unknown if the leads were explanted. Additional information indicated that this device was changed out to a competitor's product. The field representative has no further information regarding the change out procedure.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.